Event description:
It was reported that patient had difficulty connecting to their remote transmitter. Session record indicated that rf telemetry was not functioning was due to an internal error. Device download was performed, restoration and confirmed the previous settings were reprogrammed. Rf functions were tested and found to be normal. The patient will be reconnected with their transmitter and will continue with regular follow-up.